Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the v60 unit automatically started up during standby, which occurred 4 times, and battery got depleted at that time even though ac was connected. There was no patient involvement.

Manufacturer narrative:
Manufacturer's service technician was unable to duplicate the reported customer report of v60 unit automatically started up during standby, and battery got depleted at that time even though ac was connected. Power management board was replaced as a precautionary measure.

Manufacturer narrative:
Power management (pm) board was received at the v60 vent manufacturing facility for evaluation. Visual inspection did not reveal any signs of damage or contamination. The pm board was installed in a test ventilator in an attempt to duplicate the reported problem and the discharged test backup battery was installed. The test ventilator powered up from ac and delivered breaths, underwent multiple testing and performed within specifications. No failures were identified. Therefore, the root cause for the customer's report of v60 unit automatically started up during standby, which occurred 4 times, and battery got depleted at that time even though ac was connected is undetermined.